Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted when the rest of the system was removed for an upgrade. The upgrade was implanted on the right side because the patient needs to have a port placed for cancer treatment. There were no allegations against this lead or any other part of the system. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) 2018 - this complaint was opened in error. This lead was upgraded to an ICD lead and there were no complaints.